Manufacturer narrative:
A ge rep evaluated the system and replaced the fuses in the camera power supply. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system will not produce a fluoro image. No pt injury was reported.